Event description:
Rayner intraocular lenses limited received notification from (B)(6) about a suspected opacification case in a patient who received a rayner intraocular lens in (B)(6) 2002. Rayner were advised that opacification developed following corneal endothelial graft surgery.

Manufacturer narrative:
(B)(4). The device analysis performed by an independent third party testing facility confirmed that there were crystalline deposits directly below the intraocular lens surface; however, could not ascertain the root cause of the development of opacification. The physician commented in his correspondence with rayner intraocular lenses (B)(4) that "surgery was not straight forward (in terms of needing a second injection of air into the anterior chamber or of the surgery being a repeat corneal endothelial graft etc). My hunch is that breakdown of the normal blood-aqueous barrier has something to do with it." Our existing vigilance data, from the date of manufacture of the centerflex 570h iol (march 2011) was reviewed in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the centerflex 570h batch (B)(4). Our review of production records for the centerflex 570h batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch, were within tolerance, met specification limits and were without defects. There is no indication from the device analysis results or of our production record review that this incident occurred as a result of a device defect or malfunction.